Event description:
It was reported the catheter was replaced on (B)(6) 2014 due to a catheter occlusion at the proximal segment. It was further reported the patient was undergoing a routine pump replacement due to normal elective replacement indicator (eri) and the doctor could not aspirate through the side port pump. It was noted when he disconnected the catheter, he could not aspirate through the catheter nor did he get spontaneous cerebrospinal fluid (csf) flow. The healthcare provider (hcp) opened the back incision and no fracture was seen. It was reported he pulled the proximal segment of catheter from the front toward the back and the pump segment broke distal to the anchor. It was also reported he pulled back gently on the spinal segment and got spontaneous csf backflow from the existing intrathecal segment. It was noted the hcp tested the explanted pump segment by trying to push saline through using angiocath and syringe and had difficulty pushing fluid through and suspected an occlusion. It was further reported he pushed harder and did get some dripping on the opposite end. The hcp explanted the total catheter and replaced it with an ascenda, which was easily aspirated throughout. The patient¿s dose was decreased from 967.6 mcg/day flex to 300 mcg/day simple continuous and he was sent to the post-anesthesia care unit (pacu) and then the intensive care unit (ICU) for monitoring. The cause of the catheter occlusion was undetermined. Signs and symptoms associated with this event included having never felt adequate relief compared to the trial specifically in the patient¿s legs. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver baclofen. It was further reported the catheter was not fractured in the body, but rather broke during removal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found the catheter body deformed in shape and/or abrasion, which did not affect infusion.